Event description:
The reporter stated that the surgeon inserted a aa4204vf single piece silicone lens and the pt's capsule was unable to support the lens. The lens was removed without enlarging the incision, and another lens was inserted. No suture was required to close the wound. No pt injury.

Manufacturer narrative:
Eval: results - visual inspection of the returned product showed that there is no visible damage. Clear surgical and reddish residue/debris on the product. Conclusion - other: pt's capsule was unable to support the lens.